Event description:
Additional info received from MFR on 5/1/00: results of failure analysis: this device has been returned to augustine medical for evaluation. There is evidence of some charring near the point that the power cord enters the unit. It does not appear to have been an actual fire but there may have been some arcing and plastic melted. The resolution for this issue is replacement of the power cord retainer on the back of the unit. The new retainer holds the cord tighter which does not allow the cord to pull loose. This new cord retainer has been placed on all new units from the date of implementation. There have been no similar reports with any device with the new cord retainer. The anticipated failure rate with the updated retainer is 0%. Records indicate the 0% failure rate is being met for this failure mode. Additionally, augustine medical has sent a representative to this hospital to review the report and to check other devices of the same model type. All additional devices needing the retainer replacement have been updated by the augustine medical representative. The hospital staff is satisfied with the response, and they continue to use the warming units with confidence in their reliability.

Event description:
Bear hugger warmer machine caught fire at end of plug which enters the machine. Dr noticed the fire and unplugged the machine right away, doused the flame and no injuries occurred.